Manufacturer narrative:
Result: siderail panels.

Event description:
It was reported by svc report that there were cracked siderail panels with exposed sharp edges. It is unk if there was pt involvement or adverse consequences.